Manufacturer narrative:
A device history record review could not be completed because the serial number was not available. The unit was not returned for evaluation; therefore, a root cause could not be determined at this time. We will continue to monitor and take action as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an omni pump, that was performing a continuous feed, spontaneously shut off during use. The device showed a cassette error. This resulted in feeding inaccuracy, but they are unable to determine the total amount not delivered as the pump was found off. They stated that they are unable to confirm if there were any discrepancies in the feeding amount. The patient was found hypoglycemic due to the tube feed error. D50 was given to the patient and feeds were changed to bolus until a new pump was obtained.